Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient's father stated that of three cartridges from a particular box of cartridges, insulin was found to leak from one of the cartridges. Air bubbles were found at the top of the cartridge. He noted no cracks in the cartridge and only condensation inside the cartridge and bubbles. He states, the patient was experiencing blood glucose levels from 300-400 mg/dl despite injecting bolus doses while the cartridge was used in the pump. The patient tested negative for ketones, was irritable, and had a slight stomach ache. The situation is not indicative of a serious diabetic injury.